Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic for follow-up. It was noted that the patient's implantable cardioverter defibrillator (ICD) did not transmit data remotely. The ICD exhibited wireless communication issue and did not transmit the information to the transmitter. Programming changes were performed, the device software was upgraded resolving the issue. There were no patient consequences.